Event description:
Dealer states the bracket that attaches the mpctmt to the two tubes under the seat is cracked.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.